Manufacturer narrative:
According to the facility, the patient experienced a burning sensation, blister formation, and/or skin tearing when removing the tape. The facility states a wound care consult and home wound care was not needed for the patient. The patient did not have any document acrylic adhesive allergy or known adhesive allergy noted in their medical record at the time of treatment. Per the facilities review, there does not appear to be a common allergy-related factor linking these events. No additional information at this time. There were no reports of death, serious injury, medical intervention, or follow-up care. It has been determined that the event did not involve a death or serious injury; however, it meets the definition of a reportable malfunction, as recurrence of the malfunction could cause or contribute to death or serious injury. Based on the information reviewed, this is a reportable event as defined under 21 cfr 803.3.

Event description:
According to the facility, the patient experienced a burning sensation, blister formation, and/or skin tearing when removing the tape.